Event description:
Customer reported discrepant accu tni (troponin I) test results were obtained for six patient samples when using the access 2 immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were reported out of the laboratory repeat analysis was performed. While there is no report of adverse event or serious injury related to this event, it is unknown whether there was a change to patient management. This is event 5 of 6 reported by this customer. An MDR was filed for each of the six patients.

Manufacturer narrative:
Quality control (qc) was within the customer's established ranges on (B)(4) 2009. The customer repeated qc level 1 using reagent pack s/n (B)(4) on (B)(4) 2009 at 08:51, which failed. This reagent pack had all 50 tests used and was not available for additional testing. System check data and maintenance information was not provided. On (B)(4) 2009, the customer stated that they have not had an issue with accu tni since this event. The customer believes that it was due to carryover from a patient sample with an extremely elevated troponin level (>800 ng/ml). The customer was able to replicate the issue using the patient sample and qc. The customer notes that a field service engineer from beckman coulter inc (bci) did come on-site and performed the bci carryover procedure which passed. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 01, 2008 and october 23, 2010 of complaints for additional reportable events. This is event 5 of 6 reported by the customer. The related mdrs are: 2122870-2011-05037, 05038, 05039, 05040, 05042.